Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04-aug-2018 with the following findings: on investigation, the keypad cover was intact and undamaged. On testing, the down arrow button was under responsive and did not demonstrate ¿click¿ or spring-back when pressed. The keypad cover was removed for further investigation revealing the button contact of the down arrow button was cracked. There was no contamination of the button contacts noted. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; unresponsive ok button. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.